Event description:
Boston scientific received information that after implant the patient was experiencing diaphragmatic stimulation. An x-ray was performed and revealed the left ventricular (lv) lead had dislodged. Surgical intervention was taken the following day to explant and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.